Event description:
Baxter received a report stating that totalcare frame CPR function was nota ble to be activated. The bed was located at the account and occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the CPR valve needed to be replaced. Per the baxter service manual the totalcare bariatric bed and totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Test the CPR release for correct operation and reset of the head cylinder. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on may 20, 2025. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the CPR valve to resolve the reported event. Based on this information, no further action is required.